Event description:
(B)(6). Initial notes: (B)(6) calls and states mother is calling back, and it was saying pump not found. Monday was the first time they tried uploading it. The doctor's office has not been able to ever upload the pump. On monday, they tried doing it on personal, and message appeared saying "pump not found." What led up to event: they were never able to upload the pump at the office. Assistance provided: reviewed notes, since pump was not able to upload to the office or the carelink pe...see additional information.

Manufacturer narrative:
Findings: unit received unable to download to carelink pro due to multiple a47 alarms in history screen. A47 alarms are due to corrupted history file. Unit received with minor scratches on lcd window. See (B)(4) for related documentation.